Event description:
The catheter which was lubricated with "k-y" jelly was placed during surgery (orchidopexy) in 2002. Upon completion of the surgery, the balloon deflation was attempted but was unsuccessful. The dr. Then decided to remove the catheter without deflating the balloon, and found the catheter broke off about 3" from the "y". The dr. Managed to grasp hold of the catheter piece remaining in the pt again and remove a little more of it, but it broke again. Ultimately, the pt required an additional surgery (laparotomy) to open the bladder and surgically remove the broken pieces. In all, a total of 5 pieces were removed. Additional anesthesia was not required as the laparotomy was performed while the pt was still under general anesthesia from the original surgery (orchidopexy). The pt had to remain in hosp an extra day but recovered well afterwards. Further communication with the customer revealed that the dr. Did not observed any peculiarity of the product upon removal from the package prior to or during insertion. The balloon was not tested prior to insertion (as recommended in the instruction for use). The hosp had not experienced any other problems with this lot and this was the last catheter of the lot they had on site. Note: complaint was initially forwarded to "source medical corp." Who is one of euromedical's distributor in canada. "Euromedical" the MFR of the devices only received the complaint from "source medical corp" on july 2002. Affected sample was not returned for eval.